Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, it will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Writer in and assessing PICC, noted to have some leaking, half of the dressing was starting to peel off and visible ?smof drops noted near site, the insertion site remained occlusive but line actively leaking. After being removed, line was flushed and noted to have a leak near the hub of the line.

Manufacturer narrative:
We requested further information from the customer regarding this issue. In their response, the customer mentioned that the defective sample was accidentally discarded, and that the catheter had been used for 41 days. The product's IFU states that the catheter is only indicated for use up to 29 days. Vygon recommends not to use the catheter for more than 29 days. Since we have not received the faulty sample, an image of the defect, we are unable to investigate the issue or conduct a root cause analysis. Therefore, we cannot confirm this complaint. A review of the batch history cannot be conducted, as the customer did not provide the lot number. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Corrective action: the customer mentioned that the catheter had been used for 41 days. Due to this, we do not believe this defect is related to manufacturing. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Writer in and assessing PICC, noted to have some leaking, half of the dressing was starting to peel off and visible ?smof drops noted near site, the insertion site remained occlusive but line actively leaking. After being removed, line was flushed and noted to have a leak near the hub of the line.